Manufacturer narrative:
Concomitant medical products: product ID: 511211 lead, implanted: (B)(6) 2019. Product ID: dtba1d1 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed far field r-wave (ffrw) on the atrial lead at times that were triggering episodes. The lead remains in use. No patient complications have been reported as a result of this event.